Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1643, awareness date 20-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. Consumer had essure placed in (B)(6) 2013 and it was removed in (B)(6) 2015. Before removal and almost immediately after placement she began having severe lower back pain accompanied by lower back muscle spasms, extremely heavy periods, constant lower abdominal bloating, brain fog, all over body pain, lost libido, odd vaginal odor, and extreme lack of energy, and 2 yeast infections in a year which is not normal for her. Since removal in (B)(6) 2015 she has gained her energy and enthusiasm back, she has very little pain, she has her sex drive back and the bloating is gone as well as the strange odor. She can think again. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe lower back pain. Essure was removed 2 years after insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion back pain may occur. Given the positive temporal relationship, and since she had very little pain after essure removal, a contributory role of the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal was required. A product technical analysis is expected. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 10-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe lower back pain. Essure was removed 2 years after insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion back pain may occur. Given the positive temporal relationship, and since she had very little pain after essure removal, a contributory role of the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal was required. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.